Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist (tss) explained to the customer that the observed behavior was consistent with the current system design of the pyxis enterprise server and device interface, where sorting by room number was supported during patient list selection but not during the medication pull process. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was able to create the patient list in pyxis and sort patients by room number; however, the users were unable to sort patients by room number when pulling medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.